Event description:
It was reported that, a vacuum tubing error was received during the case, and the unit immediately shut off. They were unable to get the unit to power on . The case was aborted and rescheduled.

Manufacturer narrative:
Sent: 08/23/2006 h3: evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the vacuum pump, back panel relay, interface board, and black cable replaced. The device was functionally tested, met all product requirements and returned to the customer.